Event description:
During the device use to monitor a patient, it was reported that the device turned itself off and then powered back on. The device continued to operate normally thereafter and was reported to successfully monitor the patient during transport. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device event record and observed a loss of power without a low battery message during the device use. However, physio was unable to duplicate the reported failure and observed proper device operation through functional and performance testing. Further extensive device testing at the failure analysis center found no power issues. A conclusive cause for the reported problem was not determined. Physio will replace the device main keypad assembly as a precautionary measure and return it to the customer for use.